Event description:
It was reported that; locking ring on product broke upon screw insertion. Dr. Did not over angle screws. Two plate malfunctioned in same case.

Manufacturer narrative:
Per surgical technique, "both the fixed and the variable guide instrument direct the screw trajectory within the range that ensure optimal functioning of the locking ring. The fixed guides are rigidly attached to the plate at 8 degrees of sagittal angulation in the end holes (neutral axis) and 0 degrees of sagittal angulation in the middle holes. The tip design of the variable guides allows for a range of sagittal angulation from +/- 6 degrees in all screw holes. Positioning the bone screws within the allowed range of angulation will ensure secure locking of the screws within the plate." Root cause is that the trajectory of the screws was too steep.

Event description:
It was reported that; locking ring on product broke upon screw insertion. Dr. Did not over angle screws. 2 plate malfunctioned in same case. The surgery was successfully completed using a longer plate with a one hour delay. There are no reports of adverse health consequences to the patient.